Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruising under the electrodes. The patient reported also being on blood thinners, which may be contributing to the bruising. There was no alleged device malfunction contributing to the bruise. The patient¿s physician prescribed hydrocortisone cream for the bruise. Follow up indicated that the bruise improved.